Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The event can be prevented by following the instructions for use: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had foreign objects in the channel tube. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.